Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to multiple user power-on cycles and excessive on time, which had depleted the device's internal hlc batteries. It was observed that the device had logged 22.6 hours of on time. With a new charge-pak inserted, the internal hlc batteries would charge and the device would be able to charge and shock defibrillation energy. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device showed a service wrench icon and an attention icon in its readiness display. A new charge-pak was installed in the device, however after three days the service wrench and attention icons were still on. From the downloaded device data it was observed that the device's internal hybrid layer capacitor (hlc) batteries had been depleted. Therefore the device would likely not be able to provide adequate therapy when required. There was no patient use associated with the reported event.